Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. (B)(4). The analysis was performed by asahi intecc. Co. Ltd: based on the provided information, it is inferred that removal was repeatedly attempted to the guide wire of which tip was trapped by the stent, so that the force by push-pull manipulation and/or rotational manipulation was accumulated to the guide wire, and the core wire was broken when the force exceeded the product design limit, coil might be stretched, which was observed as frayed by the x-ray view, though device investigation could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of instructions for use describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction and, separation or breakage of guide wire as one of possible complications and adverse events.

Event description:
It was reported that the patient underwent percutaneous coronary intervention of the right coronary artery (rca) which had a significant s-shaped tortuosity along with calcification. A guide catheter extension was used as a supporting catheter from the outset. A prowater guide wire was then used to cross the lesion and placed distally. A non-abbott drug-eluting stent was advanced and deployed from the proximal to mid rca. A second non-abbott drug-eluting stent was then deployed just distal from the first stent. As the procedure was finished, the guide wire was being backed out of the vessel when it was noted that the guide wire was stuck under the second deployed stent. Through x-ray imaging the guide wire was found to be 'caught' on the stent strut. After multiple unsuccessful attempts to secure the guide wire which was becoming weak and frayed it was decided to transfer the patient to an outside facility where the guide wire was observed to be in two pieces and was surgically removed and the patient underwent coronary artery bypass. No additional information was provided.

Manufacturer narrative:
(B)(4).